Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the entire system was explanted due to sepsis and no replacement has been implanted at this time. No further patient complications have been reported as a result of this event.